Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up high thresholds, low sensing and dislodgement were noted on the right atrial (ra) lead. The lead was explanted and replaced, however difficulties with the helix of the replacement lead were encountered, which was not functioning properly after rotation. It was noted the helix mechanism was not operating properly. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead. If information is provided in the future, a supplemental report will be issued.